Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 4 of 4 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power off and on. System error 2367 alarm occurred. The hp stated during therapy they disconnected and reconnected to the patient line causing the alarm. The tsr advised the hp to discard all supplies. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) stated that during therapy they disconnected and reconnected to the patient line causing the alarm. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.